Event description:
The customer stated that "they observed the 3/8 inch arterial port of a hmo70000 come out when being used in a wet lab a couple months ago. It appeared to unglue". There are no further details known. No sample is available. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a follow-up report will be provided when new information is available.